Manufacturer narrative:
As the lot # 16046486m was provided, there were no deficiencies noted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During a ventricular tachycardia procedure, after one hour of mapping while using the thermocool® smart touch¿ bi-directional navigation catheter, all signals suddenly disappeared on carto and on the ep system. In addition, on the ep system there was severe noise on the bs channels. Troubleshooting was performed and the catheter cables were replaced without resolving the issue. After exchanging the catheter, the problem was solved and the procedure was completed successfully. There were no patient consequences. Based on the reported information, as there was difficulty for the physician to interpret the signals, it was determined for this complaint to become reportable.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4)